Manufacturer narrative:
The initial reported event of the defective 6949 lead was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was deflective and the patient suffered emotional distress due to the failure. The lead was capped and replaced. Ten years later, the lead was partially explanted. No further patient complications have been reported as a result of this event.